Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had hardware low level failure alarm. The blood glucose level was unknown. The customer reported that the insulin pump was restarted, alarms were cleared, insulin pump rewinds. The customer reported that they had performed the self test two times and it was not passed and pump error occurred twice. The pump will not be returned for analysis.

Manufacturer narrative:
The insulin pump was received with blank display due to corroded battery tube and missing battery bumper. The device was received with a corroded power board and corroded connecter during visual inspection. The pump error 63 was unable to be verified due to blank display.